Event description:
The customer contacted beckman coulter, inc (bec) to report erroneously low hemoglobin results for one (1) pt sample assayed on their coulter hmx hematology analyzer with autoloader. The erroneous pt sample results were reported out of the lab. Due to the erroneous pt sample results, the pt was transfused. The customer reported that quality control (qc) samples assayed both before and after the event yielded results which recovered within the lab's established ranges. It was determined that the pt sample was compromised due to being drawn from the pt's IV line which resulted in the sample being diluted with saline. The root cause of this event is attributable to use error due to the compromised pt sample.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse verified analyzer performance, verified control recoveries, reviewed pt results, and performed a precision analysis in both manual and automatic modes. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events.